Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a patient having spinal therapy. It was repo rted that instrument breakage occurred with the inserter during spinal surgery. The product was utilized correctly according to the instructions for use. No fragment of the instrument remained in the patient. There was no patient involved. Additional information was received from the manufacturer representative that the sovereign inner shaft broke during insertion of a small sovereign implant. The inner shaft broke near the handle on the third or fourth time it was struck with a mallet. This particular inserter has been used for many cases. The implant wasn¿t quite in final positioning yet. We use the position adjuster or secondary impactor to place the implant in perfect position. The patient was unharmed. The case went very well other than the inserter breaking.

Manufacturer narrative:
H3: product analysis of product: 7967079, lot: em16j023. Visual and microscopic examination confirmed that the shaft was broken. This is consistent with excessive force. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.